Event description:
It was reported that this right ventricular (rv) lead had dislodged due to high captured threshold shortly after implant. The issue was confirmed by chest x-ray. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. The helix was extended, and dried body fluid and tissue were noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead had dislodged due to high captured threshold shortly after implant. The issue was confirmed by chest x-ray. Subsequently, this patient underwent a revision procedure, and this lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.